Event description:
It was reported that during a procedure to extract a tooth that the bur subject to this MDR broke in the pt's mouth. It was further reported that the procedure was completed successfully. There was no reported injury to the pt.

Manufacturer narrative:
Device not returned for evaluation.